Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, and the unexpected delivery of a ventricular tachyarrthymia therapy. The analyst noted that there were low amplitude r-waves with no evidence of r-wave undersensing. In addition, an unexpected shock occurred due to t-wave oversensing (twos). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) of the right ventricular (rv) lead. In addition, low r-waves were noted. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.